Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the cause of the occlusion was likely a result of an intravascular deployment. The root cause of the intravascular deployment could not be confirmed and the root cause could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed. (B)(6).

Event description:
The following event was reported in a literature article comparing the mynx vascular closure device with another manufacturer's vascular closure device. A total of 4,074 participated in a study and 1,164 mynx vascular closure devices were used. There was an unknown number of patients involved. It was reported that the mynx devices that were used for vascular closure following a percutaneous coronary intervention (pci) resulted in intravascular embolization of sealant. The operator of the device used fluoroscopic guidance and bony anatomic landmarks to access the common femoral artery. Either a 6f or 7f procedural sheath was then introduced. Additional information was requested, but is not available at his time. This is report 4 of 8 for this event.